Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data and determined that the integrated multisensor technology (imt) pump head required cleaning. The tsc also instructed the customer to clean and lubricate the pump head and perform imt maintenance. The tsc instructed the customer to perform a correlation test and repeat quality controls. The cause of the discordant potassium, sodium and chloride results is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant na, k and cl results were reported to the physician(s), who questioned them and requested a redrawn sample. The initial sample and the redrawn sample were repeated on the same system, both resulting higher. The corrected na, k and cl results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.